Event description:
It was reported that stent damage occurred. The diffusely stenosed target lesion was located in the severely calcified right coronary artery. Following pre-dilatation, a 4.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn and it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The diffusely stenosed target lesion was located in the severely calcified right coronary artery. Following pre-dilatation, a 4.00 x 38 mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn and it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.